Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep shuttle rf generator unit and during the procedure the foot pedal of the generator became intermittently stuck. This was an intermittent failure, and the physician was able to finish the ablation procedure with no patient consequence. Malfunction of this type can potentially be related to serious injury if ablation is unable to be halted. The product investigation is pending.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a stockert ep shuttle rf generator unit and during the procedure the foot pedal of the generator became intermittently stuck. The investigational analysis has been completed. The defected part was replaced and the issue was resolved. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.